Event description:
It was reported that the patient experienced a low blood glucose event of 56 mg/dl with recurrent lows, and the spouse observed sweating; the patient¿s glucose was later 118 mg/dl, and the case was transferred for additional training and evaluation, with troubleshooting and education completed. Symptoms included hypoglycemia and sweating. Outcomes included use of oral glucose for treatment and assignment to further training. Investigation included review of user-reported glucose values and provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported and suggested user support needs related to hypoglycemia management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.